Manufacturer narrative:
(B)(4). Date sent 10/9/2024. D4 batch #589c17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45g reload was returned unfired with pan partially dislodged at the proximal end form left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 589c17, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e23100035, and no non-conformances were identified.

Event description:
It was reported that during a proctectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.